Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely calcified unspecified vessel. A 32 x 2.25 promus premier stent delivery system was selected; however, the device was unable to cross the target lesion. When the device was removed, it was noted that the stent got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found the stent was damaged. A stent strut at the mid-section of the stent was lifted upwards from the stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely calcified unspecified vessel. A 32 x 2.25 promus premier stent delivery system was selected however, the device was unable to cross the target lesion. When the device was removed, it was noted that the stent got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.